Event description:
It was reported that the battery of this pulse generator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pulse generator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.